Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.

Event description:
Rptr indicated that physician's programming wand failed to communicate with pt's device. Troubleshooting initially fixed the problem, but the communication error reoccurred. Product has not been returned to MFR for product analysis.